Event description:
A customer contacted beckman coulter (bec) to report a leak of a mixture of blood and diluent around the differential mixing chamber in a coulter hmx hematology analyzer. The leak was contained within the instrument. The operator was wearing only gloves at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) was dispatched on-site and confirmed the leak from a crack in the bell fitting of the tubing going from the blood sampling valve (bsv) to the top of the differential mixing chamber. The fse replaced the bell fitting which resolved the leak. The fse also adjusted the 60 psi reading and lubricated the autoloader coupling. Service activity performed was verified to meet the specified requirements per established procedures. Results meet published performance specifications. The cause of the leak is attributed to a crack from the bell fitting of the tubing going from the bsv to the top of the differential mixing chamber. (B)(4).